Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure the surgical fiber was observed to be forward firing. The fiber was exchanged and the second fiber exhibited the same issue. The fiber was exchanged and the third fiber was utilized to complete the procedure. Patient outcome: "ok". No injury to patient was reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the outer flow tubing open end exhibits minor scratch mark. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that the first fiber joules use was 115,499 and time expended was 26:16 minutes. The second fiber joules use was 139,533 and time expended was 32:19 minutes.